Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) had an error code 12. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse found error codes 139, 53, and 58. The fse replaced the power management board (0670-00-1162) and the front end board (0670-00-1164). The fse reloaded the b.17 software on the front end board. The fse performed a full preventive maintenance (pm), functional test, and calibrations. The iabp was then ready for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.